Event description:
It is reported that the patient underwent a right total knee replacement. The initial surgery was uneventful. The next day it was realized that a cruciate retaining implant on the femoral side was utilized rather than a posterior stabilized implant. As a result, a revision was done and patient seemed to recover normally.

Manufacturer narrative:
The cruciate retaining femoral component implanted is incompatible with the posterior stabilized articular surface implanted. The package labeling for the femoral component indicates that the component is a precoat, cr-flex, size e right. The package insert states "do not use: cr flex gsf femoral components with nexgen lps, lps flex, or ps articular surface components. They were not designed to be compatible". Device history records for the femoral component were reviewed and found conforming.